Manufacturer narrative:
No further information could be obtained on the use or the scenario in how this occurred. DHR could not be reviewed as the part and lot# were not obtained. Review of x-rays shows the rod utilized with this construct seemed to be too short for the activity described by the distributor and was most likely the cause of the disengagement.

Event description:
The set screw on the side of the construct has disengaged from the tulip head. The distributor identified that the patient had an operation on the (B)(6) 2014. When the patient bent over and twisted to pick something up the hardware "popped". Implants were not removed at the time of complaint notice to manufacturer.